Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (error 4-02) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The fse also replaced a blue fiber cable dust cap due to an unrelated issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had error 4-02. The intuitive surgical, inc. (Isi) technical support engineer (tse) did not find error 4-02 but found errors c-0c, c-83, and 4-71. The tse requested the caller to power cycle the iesu which did not solve the issue. The tse had the caller disconnect the instruments from the iesu and perform another power cycle. The iesu came up with error c-00. The caller attempted to set up the external valleylab generator, but the surgeon elected to continue the operation with another vision side cart (vsc). The procedure was converted to another da vinci surgical system with no reported injury.